Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "keypad works on and off", determined to be caused by a failed keypad. The device had an intermittent response from the #0, #1, and #2 keys. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump keypad "works on and off". It was also reported that there was no pt involvement.